Event description:
It was reported that during a non-rmt afib procedure, a transeptal puncture was performed without the ultrasound catheter. The patient's blood pressure dropped and a pericardial effusion was noticed when a re-sterilized ultrasound catheter inserted. Pericardiocentesis was performed and approximately 1500 cc of fluid was removed from the pericardial space. The patient had a cardiac arrest and was intubated on life support and will be long term on ventilator. The event occurred during early stage of mapping (only 4 points were taken) and no ablation was delivered, and according to the physician the tamponade was unlikely to have been caused by the transeptal puncture and the catheter felt a little different when advanced into the left atrium.

Manufacturer narrative:
The concomitant products: stockert, model # m-5463-01, serial # (B)(4); coolflow pump, model # m-5491-02, serial # (B)(4); carto 3 rmt, model # m-5830-01, serial # (B)(4).